Event description:
It was reported that the patient experienced peritonitis, manifested by abdominal pain and cloudy effluent, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event on the same day. The treatment for peritonitis included intraperitoneal (ip) cefazolin (1g per day) and ip fortum (1g per day) for nine days. On the next day after treatment ended with cefazolin and fortum, the patient was placed on ip tienam (0.5g per day) and ip ciprofloxacin (200mg per day) for 3 days. On the next day after treatment ended with tienam and ciprofloxacin, the patient was started on ip vancomycin (1g per week) and ip amikacin (500mg per day). The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4).if additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). It was reported during follow up that the patient was discharged from the hospital on (B)(6) 2014 and was reported to have recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.